Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a warning due high impedance on the rv and superior vena cava (svc) coils. Noise was also noted. The lead was replaced. No patient complications have been reported as a result of this event.